Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-12990, knee scorpion, batch number 15333400, was received for investigation and functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device (see evaluation picture 3). The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. No fragments were returned for evaluation.

Event description:
It was reported that during a surgery the instrument ar-12990 (lot: 15333400) was used for the first time with a new ar-12990n needle, but during the operation the needle in the instrument broke. All fragments were removed, but the instrument did not work. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update (B)(6) 2025. It was confirmed that the error occurred during a meniscus suturing inside-out surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.